Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level reached 526 mg/dl. Elevated blood glucose was addressed with an manual dose injection and subsequent removal of the pump and the use of an alternate method for insulin therapy.